Event description:
Te account reported the head brake casters will not hold when the brake is set. No pt injury reported.

Manufacturer narrative:
The technician found that the plastic bushing on the brake bar is cracked and is not holding the brake pedal into the brake bar. The technician replaced the head and foot plastic bushing on the brake bar and reattached the brake steer pedal to the plastic busing on the brake bar to resolve the issue. Based on this information, no further action is required.